Event description:
Ous MDR - after an implant duration of 20 months, artifact detections were reported. No adverse pt side effects have been reported. The device was explanted and a new one implanted.

Manufacturer narrative:
Ous MDR.